Manufacturer narrative:
The impella lp5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old white male presenting with acute myocardial infarction and cardiogenic shock. An impella lp5.0 was selected for hemodynamic support and inserted without issue. The patient's heart function ultimately returned, thus, the device was removed after approximately 103 hours of support. Upon removal, the physician noted 2 ruptured mitral valve chordae and attributed this to the impella device. As treatment, surgical repair was performed. The patient was in stable condition, thereafter.